Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, the tip of this right ventricular (rv) lead became loose. It was then reported that the lead would not capture or record pacing impedance measurements. The pace/sense portion of the lead was capped and the shocking portion of the lead remains in service. No adverse patient effects were reported.